Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The customer states also upon start up a ventilator inoperative alarm condition occurred. The system board was replaced and software upgraded, but the issue was not resolved. The device is being returned for bench repair. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. A ventilator inoperative alarm occurred. The device was returned to the manufacturer for evaluation. The device's software was re-installed to address the ventilator inoperative alarm condition. During the evaluation a service required alarm condition was observed indicating an internal battery failure. The device's internal battery was replaced to address the issue. The device was tested and passed all final testing.